Event description:
It was reported that during a routine filter retrieval procedure, it was observed that a vena cava filter had migrated cephalad approximately 3cm from its initial implantation site and remained just below the right atrium junction. The diameter of the vena cava was not known. The filter was successfully removed without consequence to the pt. The pt had previously undergone a gastric bypass surgery. The pt is asymptomatic.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the mfg process and the quality control testing. This lot met all release criteria. This is the only complaint reported to date for this mfg lot #. The explanted filter was returned for evaluation. All arms and legs/hooks were present and intact. All dimensional measurements taken were within specification. A definitive root cause for this event could not be determined from the info received and the filter evaluation. As x-rays were not returned for review, the alleged cephalad migration could not be confirmed. The current IFU (instructions for use) states: potential complications: movement or migration of the filter is a known complication of vena cava filters. This may be caused by placement in the ivc with diameters exceeding the appropriate labeled dimensions specified in the IFU. Migration of filters to the heart or lungs has also been reported in association with improper deployment, deployment into clots, and/or dislodgement due to large clot burdens. All of the above complications have been associated with serious adverse events such as medical intervention and/or death. There have been reports of complications including death associated with the use of vena cava filters in morbidly obese pts. The risk/benefit ratio of any of these complications should be weighed against the inherent risk/benefit ratio for a pt who is at risk of pulmonary embolism without intervention.